Event description:
It was reported the patient received inappropriate shocks. High hv impedance and low pacing were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found at 7.0 and 8.2cm from the connector pin. The ptfe insulation was also abraded and the metal wires of the pacing coil were visible in the same location. The damage found was caused by friction to the ICD can.